Manufacturer narrative:
The wheels are not moving during acquisition. A piece of rubber popped off the wheel. The system had both translate belts broken and replaced both belts. Calibrated translate distance. Daily calibration passed. Qa passed. No harm to the patient or users.

Event description:
The wheels are not moving during acquisition. A piece of rubber popped off the wheel.